Event description:
It was reported that the patient had a box fall point-first onto their chest, which resulted in a bruise that progressed into necrosis of the implant site, which worsened despite antibiotic treatment. The lead was explanted, and will later be replaced following antibiotic treatment. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated the distal conductor of the lead developed a fracture due to flexing while in vivo. The analyst noted the distal conductor fracture in-vivo was observed within 5 cm of the anchoring sleeve on the distal segment of the lead. If information is provided in the future, a supplemental report will be issued.